Event description:
Same case as: 2134265-2014-07986. It was reported that an imaging catheter got stuck in the stent. During a percutaneous coronary intervention, an opticross¿ imaging catheter was used to performed a pre- intravenous ultrasound (ivus). The promus premier¿ stent was then deployed. After that, the opticross¿ was then used to perform post-ivus. When catheter removal was attempted, it was noted that the opticross¿ became stuck with the promus premier¿ stent and the stent was shortened. Several attempts were done to remove the opticross¿;however, it was unsuccessful. Subsequently, the opticross¿ was forcefully and completely removed from the patient's body using a gooseneck snare. An unspecified stent was then implanted to resolve the stent's profile problem. The procedure was completed with another of the same opticross¿. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that part of device was stuck to the part of the opticross, diagnostic catheter and 2 different guidewires. During the devices separation, remnants of dry blood were observed. The devices were separated with some difficulty. Unit returned with missing hub and telescope assembly. Kinks were observed in the sheath assembly and imaging window was found bent from femoral marker to the distal end. No functional and electrical testing was performed due to the returned conditions of the unit. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2014-07986. It was reported that an imaging catheter got stuck in the stent. During a percutaneous coronary intervention, an opticross¿ imaging catheter was used to performed a pre- intravenous ultrasound (ivus). The promus premier¿ stent was then deployed. After that, the opticross¿ was then used to perform post-ivus. When catheter removal was attempted, it was noted that the opticross¿ became stuck with the promus premier¿ stent and the stent was shortened. Several attempts were done to remove the opticross¿; however, it was unsuccessful. Subsequently, the opticross¿ was forcefully and completely removed from the patient's body using a gooseneck snare. An unspecified stent was then implanted to resolve the stent's profile problem. The procedure was completed with another of the same opticross¿. No patient complications were reported and the patient's status was good.